Event description:
It was reported that the pump was explanted on 2014 (B)(6). It was reported that during last 2 refills there was more than expected in reservoir volumes. There were no signs or symptoms associated with the event. A dye study and roller study were completed, the dye study results were ¿catheter intact¿ and the rotor study results were within normal limits. The pump system was delivering morphine. The status of the patient after the device was removed was ¿recovered without sequela.¿ there was no patient injury reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were no symptoms when the manufacture representative saw the patient but the physician said the patient had told them that they had felt some "mild withdrawal symptoms." It was noted that the physician could not confirm or deny it. The refill nurse did not document the actual residual volume or the expected residual volume, but was able to report that they physician had said they "should have received 2ml back at the 2 prior refills but they were getting back exactly half back of what went in." A dye study and there were no issues. A rotor study was also done and "the physician did not think the rotors had moved." A manufacture representative was not aware or present during either of those studies. It was noted that the cause had not been determined. The physician stated they did not agree with the dose or concentration being given; it was way too high and he was going to talk to the physician's assistant (pa) about it. The physician did not state that he thought this was a contributing factor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
Product ID 8709, lot# l58363, implanted: 1999 (B)(6); product type catheter. (B)(4).